Event description:
Literature was reviewed regarding driveline infections in patients with a left ventricular assist device (vad). Patients were studied in two groups, those with or without driveline infections. The authors described patient deaths that occurred in both groups; however, the causes of death were unknown. The diagnosis of driveline infection included symptoms of erythema, purulent discharge, local pain or tenderness, or abscess formation at the exit site. For patients with driveline infections, the most frequently isolated pathogens were staphylococcus aureus, followed by pseudomonas aeruginosa, escherichia coli, klebsiella pneumoniae, and corynebacterium striatum. Some patients experienced recurrent driveline infection-related hospitalizations. All patients who received targeted medical treatment for dli or underwent surgical driveline revision. For deep driveline infections, patients underwent surgical debridement with some that required driveline repositioning. In the postoperative period, surgical complications such as bleeding or hematoma occurred. Some patients required hospital readmission or reoperation. Patients in both groups experienced other complications. In the post implantation period, there were cases of right heart failure, acute kidney failure, hemodialysis, sepsis, and patients that required nitric oxide, inotropic support for more than fourteen days post implant, the implant of a temporary or long-term right vad, and those with extended stays in the intensive care unit (ICU). Long-term complications included gastrointestinal bleeds (gibs), ischemic strokes, hemorrhagic strokes, or pump thrombosis. The status of the vads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/53 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: driveline infections in durable lvad support: risk factors, microbiology, and resistance patterns from a large cohort. Diagnostics. 2026. 16, 1303. Doi: 10.3390/diagnostics16091303. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.